Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler was giving drain complication encountered messages in drain 2 of 6. The patient also reported feeling cramping pain in her side and had a procedure done at the hospital today and did not know what is causing the pain. The pd nurse stated that the patient is experiencing drain pain at the beginning of treatment and after filling, the patient is fine. The patient would try to keep draining, despite the cycler messages. The pd nurse stated that the clinic will be having the patient bypass the initial drain in attempt to resolve the issue. The patient has since received a new cycler and is continuing pd therapy. No further information has been made available at this time.